Manufacturer narrative:
Product analysis:macroscopic and optical examination revealed thread crest/flank damage; this damage appears to have initiated near the start of the thread, and is evident around the damaged portion of the thread, consistent with misalignment of the mas and set screw threads during construct assembly.

Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we cannot determine definitive cause of event.

Event description:
It was reported that patient underwent an unspecified spinal procedure during which the doctor found the product slipped. Doctor replaced a new one to complete the surgery. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.